Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available, a supplemental report will be submitted. (B)(4): hospital has retained the device.

Event description:
This procedure was performed in (B)(6). The physician states the protege everflex "got caught" on a sheath. Additional information received on (B)(6), 2012 stated the physician was stenting a highly calcified sfa occlusion and upon deployment, it appeared that the protege everflex stent became caught on the sheath while pulling back on the sheath. The stent itself unraveled; the specimen looks like a coil.